Event description:
The customer reported that while patient was ambulating the versasafe infusion set and the bbraun ext. Set disconnected and leaked from one another. No patient harm was reported.

Manufacturer narrative:
The customer¿s report of an unintended disconnection and leak from the b.braun extension set was confirmed. Visual inspection (including use of magnification) showed that the spin collar of the male luer was not properly positioned on the set¿s male luer. The spin collar was reattached to the set, slipping it over the male luer tip and molded ridge into its proper position. The spin collar fit correctly on the set and using normal force, the spin collar was not easily removable by hand. After pushing the collar to its proper positioning, the b.braun extension set was reconnected, and it was not possible to pull apart the sets. Dimensional testing was performed on the suspect set male luer. The luer was within specification. Functional testing was not performed since visual inspection confirmed the customer¿s report and it could be concluded that a leak occurred as a result of the disconnection. The root cause of the customer¿s experience was not identified.

Manufacturer narrative:
Concomitant medical products: manufacturer and model number unknown: non-bd secondary attached to the proximal port. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that while patient was ambulating the versasafe infusion set and the bbraun ext. Set disconnected and leaked from one another. No patient harm was reported.